Manufacturer narrative:
Functional analysis could not be performed, as the fiber was not returned. Analysis of media provided by the customer was performed. Media showed that the fiber body was separated from the connector, confirming the reported allegation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There were no deviations or non-conformances in the manufacturing process that could have contributed to the complaint. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The device instructions for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Warning - a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room.

Event description:
It was reported that, during a holmium enucleation of the prostate, the proximal part of the fiber detached, sparked, and did a minor burn to the physician. The fiber was replaced, and the procedure was continued with the same console. There were no patient complications. It was noted that the fiber had been used 5 times prior to this procedure.

Event description:
It was reported that, during a holmium enucleation of the prostate, the proximal part of the fiber detached, sparked, and did a minor burn to the physician. The fiber was replaced, and the procedure was continued. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces, indicating a fiber body break. Visual inspection confirmed separation of the fiber body from the connector. The tip was inspected and noted to be degraded. The connector face was inspected and appeared intact with no abnormalities observed. The console data was reviewed and indicated that five treatments were used, with five treatments remaining. Based on the investigation results and the information available, it is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink may have occurred during set-up or use, and when the fiber was fired, this condition resulted in the fiber body break. The image provided by the customer supports the observation that the fiber body was separated from the connector. In addition, burn is a potential risk associated with this device and procedure type, and it is indicated as such in the IFU.

Event description:
It was reported that, during a holmium enucleation of the prostate, the proximal part of the fiber detached, sparked, and did a minor burn to the physician. The fiber was replaced, and the procedure was continued with the same console. There were no patient complications. It was noted that the fiber had been used 5 times prior to this procedure.